Manufacturer narrative:
D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had issues with hemolysis and poor barrier separation of the sample. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure modes for hemolysis and poor barrier separation were observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure modes hemolysis and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had issues with hemolysis and poor barrier separation of the sample. There was no report of patient impact.